Event description:
A customer reported receiving inaccurate readings on their freestyle freedom lite blood glucose monitor. The customer reported comparing an adc meter reading of 190 mg/dl to a lab result of 98 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. It is unknown if the customer washed and dried their hands prior to testing.